Manufacturer narrative:
According to the account on 1/12/24, the patient is recovering. The site was a healed site when the implant was placed, but it was close to the inferior alveolar nerve (ian). They stated they thought that the hypoesthesia and dysesthesia was caused by the implant being placed too deep. The issues reported would not be caused by the implant device itself; some other factor would have caused the symptoms the patient is experiencing.

Event description:
According to the only information from the account at this time: post implant hypoesthesia and dysesthesia. Tthe information is likely pertaining to the patient's tooth #19 area.

Event description:
According to the only information from the account at this time: post implant hypoesthesia and dysesthesia. The information is likely pertaining to the patient's tooth #19 area.